Manufacturer narrative:
The reported elevation in pump power and calculated flow was confirmed through review of the submitted system controller log files. The first log file, dated 05/18/2017, contained approximately 6 days of data, spanning from 05/12/2017 02:27 to 05/18/2017 11:27, which captured numerous elevations in pump power and calculated flow towards the end of the log file. The second log file, dated 05/24/2017 contained approximately 8 days of data, spanning from 05/16/2017 05:27 to 05/24/2017 15:37, which captured further transient elevations in pump power and calculated flow. The reported increase in the set speed to 9200 rpm was recorded on 05/19/2017 18:02. Also noted in the log file was one event where the pump speed was set lower than the low-speed limit; however, no alarms were captured. From 05/21/2017 03:13 onwards through the end of the log file, the pump parameters appeared to normalize with no further unusual events recorded. The third log file, dated 06/01/2017 contained approximately 8 days of data, spanning from 05/25/2017 20:09 to 06/01/2017 11:09, which captured one unsustained transient elevation in pump power. No other unusual events were recorded in the log file and the device remained above the low-speed limit for the duration of the log file. The patient remains ongoing on vad support with no further reported issues. No product available for investigation; therefore, a specific cause for the changes in pump parameters could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 24 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the vad coordinator observed high pump flows and pump power readings. The patient's lactate dehydrogenase (ldh) level was stable and inr was therapeutic. A ramp echocardiogram showed the septum and left ventricle end diastolic diameter responding appropriately with increased speed. On (B)(6) 2017, the vad coordinator reported that the pump speed was increased to 9200 rpm and lvad parameters returned to baseline. The patient's plasma free hemoglobin level was elevated, and the patient was subsequently admitted for IV anticoagulation. On (B)(6) 2017, the vad coordinator reported that the patient was started on bivalirudin, and that a ramp echocardiogram did not suggest thrombus. The patient's ldh level was stable in the 400 u/l range, and the haptoglobin level was normal. On (B)(6) 2017 a repeat plasma free hemoglobin test was normal, repeat waveform analysis was unremarkable, and ramp echocardiogram did not suggest obstruction. No additional information was provided.